Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a mildly calcified vessel. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported posterior needle to cuff miss was confirmed. In addition, one of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one on-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with an 8f sheath after an interventional procedure for peripheral vascular disease. Reportedly, when the plunger was retracted an anterior and a posterior cuff miss occurred. A second proglide device was used, when the plunger was retracted a posterior cuff miss occurred. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.